Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiia with partial separation, and bridged with a suprarenal cuff. Additionally there was evidence to reasonably support the following observations; left renal artery partially covered with suprarenal cuff at index procedure, unsuccessful secondary procedure to stent the left renal artery 3 months post index, pseudoaneurysm of left axillary artery, and aneurysm enlargement. The most likely cause of the loss of seal was related to the off-label insufficient (2cm) overlap between the main body and suprarenal cuff. Associate clinical harms for this device-related issue included: type iiia endoleak, aneurysm enlargement, and a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. The most likely cause of the malposition of the device was user error at the index procedure. The suprarenal cuff was placed high and partially covered the origin of the left renal artery. Associated clinical harms for this device related event included: secondary endovascular procedure, renal stenosis and ischemia leading to renal atrophy. Procedure related harms included a pseudoaneurysm of the left axillary artery. The final patient disposition is unknown following the secondary endovascular procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
CT: (B)(6) 2017, (B)(6) 2013. Angio: (B)(6) 2013.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated and suprarenal stent graft was implanted to treat an abdominal aortic aneurysm. The patient returned 4 yrs post-op showing the presence of a potential type iiia endoleak. A re-intervention is planned for (B)(6) 2017. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.